Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd april 2026, it was reported by a distributor via an email that for 1 unit of ar-6411, redeuce pump tubing w/connector, 8'' long, it was not working as it was not sucking any water. This was detected during a scope acl on (B)(6) 2026. The procedure was completed successfully by using a new ar-6411. There was no patient harm. Additional information: the customer used it with ar-6485 s/n (B)(6) and the pump was working normally.